Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("very heavy bleeding / continuously lasting for periods of one month"), groin pain ("severe groin pain") and inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands") with facial pain, lip pain, ear pain, eye pain and pain in extremity. The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia and groin pain outcome was unknown. The reporter considered abdominal pain, groin pain, inflammation and menorrhagia to be related to essure. The reporter commented: the pain started immediately after insertion. This situation lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Years in which the patient had to abstain from living a normal social life, or from everyday situations like going to the beach, due to the abundance of bleeding and the intensity of pain. All this, in addition to the pain and limitations indicated, has meant significant moral and psychological damage to the patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('very heavy bleeding / continuosly lasting for periods of one month') and headache ('headache') in a female patient who had essure inserted for sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous in 2010. She had regular menstrual cycles and her bleedings were normal and on time, lasting between 5 and 6 days. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), headache (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("severe abdominal pain"), groin pain ("severe groin pain") and inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands") with facial pain, lip pain, ear pain, eye pain, pain in extremity, swelling face, ear swelling, lip swelling, eye swelling and peripheral swelling and was found to have weight decreased ("lose a lot of weig"). The patient was hospitalized from 11-jul-2019 to 14-jul-2019. The patient was treated with analgesics and surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, headache, abdominal pain, groin pain and weight decreased outcome was unknown. The reporter considered abdominal pain, groin pain, headache, inflammation, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: the pain started immediately after insertion. This situation lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Years in which the patient had to abstain from living a normal social life, or from everyday situations like going to the beach, due to the abundance of bleeding and the intensity of pain. All this, in addition to the pain and limitations indicated, has meant significant moral and psychological damage to the patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new reporter added. The new events "swellings in her face, ears, lips, eyes, hands" were added as a symptom of inflammation. New events were added: lose a lot of weight, pelvic pain and headaches. She was hospitalized. Device insertion date added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('very heavy bleeding / continuously lasting for periods of one month') and headache ('headache') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous in 2010. She had regular menstrual cycles and her bleedings were normal and on time, lasting between 5 and 6 days. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia (seriousness criteria hospitalization, medically significant and intervention required), headache (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("severe abdominal pain"), groin pain ("severe groin pain") and inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands") with facial pain, lip pain, ear pain, eye pain, pain in extremity, swelling face, ear swelling, lip swelling, eye swelling and peripheral swelling and was found to have weight decreased ("lose a lot of weig"). The patient was hospitalized (B)(6) 2019. The patient was treated with analgesics and surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, headache, abdominal pain, groin pain and weight decreased outcome was unknown. The reporter considered abdominal pain, groin pain, headache, inflammation, menorrhagia, pelvic pain and weight decreased to be related to essure. The reporter commented: the pain started immediately after insertion. This situation lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Years in which the patient had to abstain from living a normal social life, or from everyday situations like going to the beach, due to the abundance of bleeding and the intensity of pain. All this, in addition to the pain and limitations indicated, has meant significant moral and psychological damage to the patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("very heavy bleeding / continuously lasting for periods of one month") and headache ("headache") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous in 2010 and multi gravida, abortion, smoker, allergy to antibiotic, psoriasis and myopia. She had regular menstrual cycles and her bleedings were normal and on time, lasting between 5 and 6 days. Previously administered products included: metoject, folic acid, enantyum and diazepam. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), headache (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("severe abdominal pain"), groin pain ("severe groin pain"), inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands"), facial pain ("along with much pain in the affected area (face)"), lip pain ("along with much pain in the affected area (lips)"), ear pain ("along with much pain in the affected area (ears)"), eye pain ("along with much pain in the affected area (eyes)"), pain in extremity ("along with much pain in the affected area (hands)"), swelling face ("swelling face"), ear swelling ("ear swelling"), lip swelling ("swelling lips"), eye swelling ("swollen eyes"), peripheral swelling ("swelling of hands"), allergy to metals ("the high toxicity of nickel is responsoble for the damage caused by the device"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhoea") and dyspareunia ("dyspareunia") and was found to have weight decreased ("lose a lot of weig"). The patient was hospitalised from (B)(6) 2019 to (B)(6) 2019. The patient was treated with analgesics as well as surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, headache, abdominal pain, groin pain, inflammation, weight decreased, allergy to metals, intermenstrual bleeding, dysmenorrhoea and dyspareunia were unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, ear pain, ear swelling, eye pain, eye swelling, facial pain, groin pain, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, lip pain, lip swelling, pain in extremity, pelvic pain, peripheral swelling, swelling face and weight decreased to be related to essure administration. The reporter commented: the pain started immediately after insertion. This situation lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Years in which the patient had to abstain from living a normal social life, or from everyday situations like going to the beach, due to the abundance of bleeding and the intensity of pain. All this, in addition to the pain and limitations indicated, has meant significant moral and psychological damage to the patient. Insertion date updated from 2014 to (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] on (B)(6) 2013: good insertion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-feb-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("very heavy bleeding / continuously lasting for periods of one month") and headache ("headache") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of multiparous in 2010 and multi gravida, abortion, smoker, allergy to antibiotic, psoriasis and myopia. She had regular menstrual cycles and her bleedings were normal and on time, lasting between 5 and 6 days. Previously administered products included: metoject, folic acid, enantyum and diazepam. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), heavy menstrual bleeding (seriousness criteria hospitalisation, medically important and intervention required), headache (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain ("severe abdominal pain"), groin pain ("severe groin pain"), inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands"), facial pain ("along with much pain in the affected area (face)"), lip pain ("along with much pain in the affected area (lips)"), ear pain ("along with much pain in the affected area (ears)"), eye pain ("along with much pain in the affected area (eyes)"), pain in extremity ("along with much pain in the affected area (hands)"), swelling face ("swelling face"), ear swelling ("ear swelling"), lip swelling ("swelling lips"), eye swelling ("swollen eyes"), peripheral swelling ("swelling of hands"), allergy to metals ("the high toxicity of nickel is responsible for the damage caused by the device"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhoea") and dyspareunia ("dyspareunia") and was found to have weight decreased ("lose a lot of weig"). The patient was hospitalised from (B)(6) 2019. The patient was treated with analgesics as well as surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, headache, abdominal pain, groin pain, inflammation, weight decreased, allergy to metals, intermenstrual bleeding, dysmenorrhoea and dyspareunia were unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, ear pain, ear swelling, eye pain, eye swelling, facial pain, groin pain, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, lip pain, lip swelling, pain in extremity, pelvic pain, peripheral swelling, swelling face and weight decreased to be related to essure administration. The reporter commented: the pain started immediately after insertion. This situation lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Years in which the patient had to abstain from living a normal social life, or from everyday situations like going to the beach, due to the abundance of bleeding and the intensity of pain. All this, in addition to the pain and limitations indicated, has meant significant moral and psychological damage to the patient. Insertion date updated from 2014 to (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): [x-ray] on (B)(6) 2013: good insertion. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 01-feb-2023: events: metrorrhagia, dysmenorrhea, dyspareunia, patient medical history, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('very heavy bleeding / continuosly lasting for periods of one month') and headache ('headache') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous in 2010. She had regular menstrual cycles and her bleedings were normal and on time, lasting between 5 and 6 days. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), heavy menstrual bleeding (seriousness criteria hospitalization, medically significant and intervention required), headache (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain ("severe abdominal pain"), groin pain ("severe groin pain"), inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands") with facial pain, lip pain, ear pain, eye pain, pain in extremity, swelling face, ear swelling, lip swelling, eye swelling and peripheral swelling and allergy to metals ("the high toxicity of nickel is responsoble for the damage caused by the device") and was found to have weight decreased ("lose a lot of weig"). The patient was hospitalized from (B)(6) 2019 to (B)(6) 2019. The patient was treated with analgesics and surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, heavy menstrual bleeding, headache, abdominal pain, groin pain, inflammation, weight decreased and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, groin pain, headache, heavy menstrual bleeding, inflammation, pelvic pain and weight decreased to be related to essure. The reporter commented: the pain started immediately after insertion. This situation lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Years in which the patient had to abstain from living a normal social life, or from everyday situations like going to the beach, due to the abundance of bleeding and the intensity of pain. All this, in addition to the pain and limitations indicated, has meant significant moral and psychological damage to the patient. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2022: the follow information were included lawyer's reporter updated, nickel sensitivity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy, prolonged, frequent menstruations since essure was put in / hypermenorrhoea (very intense periodic menstrual bleeding),") and headache ("headache") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nephrolithiasis (5.8 mm non-obstructive) on (B)(6) 2019, fibroadenoma of breast in (B)(6) 2018, tracheitis on (B)(6) 2018, uterine fibromatosis on (B)(6) 2018, polymyalgia, fibromyalgia, unilateral carpal tunnel syndrome and spondylosis (cervix, lumbar) on (B)(6) 2018, drug allergy (calcium dobesilate) on (B)(6) 2018, nabothian cyst on (B)(6) 2015, back pain (with radiation) (incipient discopathy l4-l5.) On (B)(6) 2015, intramural leiomyoma of uterus on (B)(6) 2015, myopathy (degeneration of the nucleus pulposus l4-l5 with loss of signal on t2 sequences due to involutional dehydration) on (B)(6) 2013, cyst breast (6mm, bilateral retro-areolar ductal ecstasy, ducts reach 4mm, no malignancy) in 2010, allergy to antibiotic (amoxicillin-clavulanate (B)(6) 2018) in 2008 and uterine fibroid, hypermenorrhea, uterine myoma, polyarthralgia, myalgia, metrorrhagia, eosinophils, dysmenorrhea, menstrual disorder, cervicitis, hypermenorrhea, mastodynia, vertigo, mastodynia, dizziness, flatulence, arthralgia multiple, multigravida (10), abortion (4), psoriasis, myopia and parity 6 (4, no c-sections). In the past she had regular menstrual cycles and her bleedings were normal and on time, lastingbetween 5 and 6 days. Previously administered products included: folic acid, enantyum and diazepam. Concurrent conditions were listed as lumbalgia and smoker (5 packs/year). Concomitant products included paracetamol a, clindamycin, diazepam, mepifilina (mepiphylline), diclofenac and metoject [methotrexate] for psoriasis. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required) and heavy menstrual bleeding (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2019. An unknown time later she experienced headache (seriousness criteria hospitalisation and intervention required), abdominal pain ("severe abdominal pain"), groin pain ("severe groin pain"), inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands"), facial pain ("along with much pain in the affected area (face)"), lip pain ("along with much pain in the affected area (lips)"), ear pain ("along with much pain in the affected area (ears)"), eye pain ("along with much pain in the affected area (eyes)"), pain in extremity ("along with much pain in the affected area (hands)"), swelling face ("swelling face"), ear swelling ("ear swelling"), lip swelling ("swelling lips"), eye swelling ("swollen eyes"), peripheral swelling ("swelling of hands"), allergy to metals ("the high toxicity of nickel is responsoble for the damage caused by the device"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia") and blood loss anaemia ("anemia") and was found to have weight decreased ("lose a lot of weig"). The patient was hospitalised from (B)(6) 2019. The patient was treated with nsaids, amchafibrin (tranexamic acid), prednisone, morphine and benzodiazepine derivatives as well as surgery (laparoscopic subtotal hysterectomy with bilateral salpingectomy and subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, headache, abdominal pain, groin pain, inflammation, weight decreased, allergy to metals, intermenstrual bleeding, dysmenorrhoea and dyspareunia were unknown. The reporter considered abdominal pain, allergy to metals, blood loss anaemia, dysmenorrhoea, dyspareunia, ear pain, ear swelling, eye pain, eye swelling, facial pain, groin pain, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, lip pain, lip swelling, pain in extremity, pelvic pain, peripheral swelling, swelling face and weight decreased to be related to essure administration. The reporter commented: (B)(6) 2013 essure device insertion. (B)(6) 2013 device placement review. Successful placement of essure. The pain started immediately after insertion and lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Medical records: on (B)(6) 2018 request withdrawal of essure. Referred to hysteroscopy. (B)(6) 2018: patient has generalized polyarthralgia of a persistent nature, sometimes in crisis she reports more pain, unclear episodes of arthritis, myalgia, neck pain, asthenia, headaches, she feels somewhat anxious. Take nsaids without improvement. Cutaneous psoriasis for more than 20 years. None of the pain improved. They put her on prednisone and she did not improve, not even with morphine. (B)(6) 2018 hypertrophic uterus with both essure visible from cornual areas, normal adnexa. Clinical judgment: withdrawal of essure due to intolerance. She was informed of the high possibility of hysterectomy plus double adnexectomy to be able to remove the essure in its entirety. (B)(6) 2019 consultation for pelvic pain, metrorrhagia, headaches since the insertion of the essure. (B)(6) 2019 subtotal hysterectomy with bilateral salpingectomy by laparoscopy, preserving ovaries. Uterus increased in size due to a 4-5 cm intramural myoma on the anterior surface. Satisfactory postoperative development at discharge, the patient is asymptomatic, the abdomen is soft and tender, without signs of peritonism. Laparoscopic sutures good. (B)(6) 2019 right renal lithiasis of 5.8 mm non-obstructive. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] on (B)(6) 2018: lymphocytes (count) : 0.76 x 10^3/l 0.90 - 4.60; monocytes (count): 0.05 x 10^3/l 0.16 - 0.80; eosinophils (count): 0.00 x 10^3/l 0.10 - 0.80; basophils (count): 0.01 x 10^3/l 0.10 - 0.40; luc cells (count); activated lymphocytes (count); neutrophils (percentage) : 90.40 % 55.00 - 75.00; lymphocytes (percentage) :8.90 % 17.00 - 45.00; monocytes (percentage) : 0.60 % 4.00 - 9.00; glucose : 117 mg/dl 70 - 110. [Hysteroscopy] on (B)(6) 2013: essure insertion [neurological examination] on (B)(6) 2018: neurophysiological study of the of the rght median nerve was performed in its motor and sensory components and a comparative study of sensory conduction between the median and ulnar to the fourth finger: changes compatible with a demyelinating and segmental mononeuropathy of the right median nerve with mild sensory involvement [ultrasound scan vagina] on (B)(6) 2015: uterus with 18 mm intramural myoma on the anterior surface, trilaminar endometrium, normal ovaries; on (B)(6) 2015: uterine fibroid, 19 mm fibroid anterior face im. Naboh cyst; on (B)(6) 2018: fibromatous uterus; on (B)(6) 2018: hypertrophic uterus with both essure visible from cornual areas, normal adnexa [x-ray] on (B)(6) 2013: essure devices in good position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. 19-dec-2023: no new medical information. 19-dec-2023: concomitant drug updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy, prolonged, frequent menstruations since essure was put in / hypermenorrhoea (very intense periodic menstrual bleeding),") and headache ("headache") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of fibroadenoma of breast in (B)(6) 2018, tracheitis on (B)(6) 2018, uterine fibromatosis on (B)(6) 2018, fibromyalgia, unilateral carpal tunnel syndrome and spondylosis (cervix, lumbar) on (B)(6) 2018, drug allergy (calcium dobesilate) on (B)(6) 2018, nabothian cyst on (B)(6) 2015, back pain (with radiation) (incipient discopathy l4-l5) on (B)(6) 2015, intramural leiomyoma of uterus (18 mm myoma in the anterior wall of the uterine fundus) on (B)(6) 2015, myopathy (degeneration of the nucleus pulposus l4-l5 with loss of signal on t2 sequences due to involutional dehydration) in 2013, cyst breast (6mm, bilateral retro-areolar ductal ecstasy, ducts reach 4mm, no malignancy) in 2010, allergy to antibiotic (amoxicillin-clavulanate (B)(6) 2018) in 2008 and polyarthralgia, myalgia, metrorrhagia, dysmenorrhea, menstrual disorder, cervicitis, mastodynia, vertigo, dizziness, flatulence, arthralgia multiple, multigravida (10 - discrepancy noted in some source data: 8), abortion (6 - discrepancy noted in some source data: 4), psoriasis (under treatment with metoject), myopia and multiparous (4, no c-sections). In the past she had regular menstrual cycles and her bleedings were normal and on time, lasting between 5 and 6 days. Previously administered products included: folic acid, enantyum and diazepam. Concurrent conditions were listed as vaginal pain, lumbalgia and smoker (5 packs/year). Concomitant products included enantyum (dexketoprofen trometamol), folic acid, paracetamol a, clindamycin, diazepam, mepifilina (mepiphylline), diclofenac and metoject [methotrexate] for psoriasis. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the day of essure insertion, she experienced swelling face ("swelling face"), ear swelling ("ear swelling"), lip swelling ("swelling lips"), eye swelling ("swollen eyes") and peripheral swelling ("swelling of hands"). In 2013 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required), heavy menstrual bleeding (seriousness criteria hospitalisation and intervention required) and intermenstrual bleeding ("metrorrhagia"). In 2015 she experienced dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia") and iron deficiency anaemia ("anemia"). Essure was removed on (B)(6) 2019. On unknown date she experienced headache (seriousness criteria hospitalisation and intervention required), abdominal pain ("severe abdominal pain"), allergy to metals ("the high toxicity of nickel is responsible for the damage caused by the device"), groin pain ("severe groin pain"), inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands"), facial pain ("along with much pain in the affected area (face)"), lip pain ("along with much pain in the affected area (lips)"), ear pain ("along with much pain in the affected area (ears)"), eye pain ("along with much pain in the affected area (eyes)") and pain in extremity ("along with much pain in the affected area (hands)") and was found to have weight decreased ("lose a lot of weight"). The patient was hospitalised from (B)(6) 2019. The patient was treated with nsaids, amchafibrin (tranexamic acid), prednisone, morphine and benzodiazepine derivatives as well as laparoscopic bilateral salpingectomy and subtotal hysterectomy and surgery (subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the intermenstrual bleeding was resolving and the pelvic pain and dyspareunia had not resolved. The outcomes for heavy menstrual bleeding, headache, dysmenorrhoea, abdominal pain, allergy to metals, groin pain, inflammation and weight decreased were unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, ear pain, ear swelling, eye pain, eye swelling, facial pain, groin pain, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, iron deficiency anaemia, lip pain, lip swelling, pain in extremity, pelvic pain, peripheral swelling, swelling face and weight decreased to be related to essure administration. The reporter commented: (B)(6) 2013 essure device insertion. (B)(6) 2013 device placement review. Successful placement of essure. The pain started immediately after insertion and lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Medical records: on (B)(6) 2018 request withdrawal of essure. Referred to hysteroscopy. (B)(6) 2018: patient has generalized polyarthralgia of a persistent nature, sometimes in crisis she reports more pain, unclear episodes of arthritis, myalgia, neck pain, asthenia, headaches, she feels somewhat anxious. Take nsaids without improvement. Cutaneous psoriasis for more than 20 years. None of the pain improved. They put her on prednisone and she did not improve, not even with morphine. On (B)(6) 2018 hypertrophic uterus with both essure visible from cornual areas, normal adnexa. Clinical judgment: withdrawal of essure due to intolerance. She was informed of the high possibility of hysterectomy plus double adnexectomy to be able to remove the essure in its entirety. On (B)(6) 2019 consultation for pelvic pain, metrorrhagia, headaches since the insertion of the essure. On (B)(6) 2019 subtotal hysterectomy with bilateral salpingectomy by laparoscopy, preserving ovaries. Uterus increased in size due to a 4-5 cm intramural myoma on the anterior surface. Satisfactory postoperative development at discharge, the patient is asymptomatic, the abdomen is soft and tender, without signs of peritonism. Laparoscopic sutures good. On (B)(6) 2019 right renal lithiasis of 5.8 mm non-obstructive. Diagnostic results (normal ranges are provided in parenthesis if available): [full blood count] on (B)(6) 2018: lymphocytes (count) * 0.76 x 10^3/l 0.90 - 4.60. Monocytes (count) * 0.05 x 10^3/l 0.16 - 0.80. Eosinophils (count) * 0.00 x 10^3/l 0.10 - 0.80. Basophils (count) * 0.01 x 10^3/l 0.10 - 0.40. Luc cells (count). Activated lymphocytes (count). Neutrophils (percentage) * 90.40 % 55.00 - 75.00. Lymphocytes (percentage) * 8.90 % 17.00 - 45.00. Monocytes (percentage) * 0.60 % 4.00 - 9.00. Glucose * 117 mg/dl 70 - 110. [Hysteroscopy] on (B)(6) 2013: essure insertion. [Neurological examination] on (B)(6) 2018: neurophysiological study of the of the right median nerve was performed in its motor and sensory components and a comparative study of sensory conduction between the median and ulnar to the fourth finger: changes compatible with a demyelinating and segmental mononeuropathy of the right median nerve with mild sensory involvement. [Ultrasound scan] (date unknown): satisfactory results. [Ultrasound scan vagina] on (B)(6) 2015: indication: pain in fossa iliac right (fid): uterus with 18 mm intramural myoma on the anterior surface, trilaminar endometrium, normal ovaries; on (B)(6) 2015: 19 mm intramural uterine fibroid in anterior wall, nabothian cysts; on (B)(6) 2018: fibromatous uterus; on (B)(6) 2018: hypertrophic uterus with both essure visible from cornual areas, normal adnexa [x-ray] on (B)(6) 2013: essure devices in good position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: medical record received. Medical history & lab data updated. Reporter information added. Concomitant drug added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy, prolonged, frequent menstruations since essure was put in") and headache ("headache") in a 40 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of nephrolithiasis (5.8 mm non-obstructive) on (B)(6) 2019, fibroadenoma of breast on (B)(6) 2018, tracheitis on (B)(6) 2018, uterine myomatosis on (B)(6) 2018, polymyalgia, fibromyalgia, unilateral carpal tunnel syndrome and spondylosis (cervix, lumbar) on (B)(6) 2018, drug allergy (calcium dobesilate) on (B)(6) 2018, nabothian cyst on (B)(6) 2015, low back pain (incipient discopathy l4-l5.) On (B)(6) 2015, uterine myoma on (B)(6) 2015, myopathy (degeneration of the nucleus pulposus l4-l5 with loss of signal on t2 sequences due to involutional dehydration) on (B)(6) 2013, cyst breast (6mm, bilateral retro-areolar ductal ecstasy, ducts reach 4mm, no malignancy) in 2010, allergy to antibiotic (amoxicillin-clavulanate on (B)(6) 2018) in 2008 and flatulence, arthralgia multiple, multigravida (10), abortion (4), psoriasis, myopia and parity 6 (4, no c-sections). In the past she had regular menstrual cycles and her bleedings were normal and on time, lasting between 5 and 6 days. Previously administered products included: folic acid, enantyum and diazepam. As concurrent condition the report mentioned smoker (5 packs/year). The only concomitant product mentioned was metoject [methotrexate] for psoriasis. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criteria hospitalisation and intervention required) and heavy menstrual bleeding (seriousness criteria hospitalisation and intervention required). Essure was removed on (B)(6) 2019. On an unknown date she experienced headache (seriousness criteria hospitalisation and intervention required), abdominal pain ("severe abdominal pain"), groin pain ("severe groin pain"), inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands"), facial pain ("along with much pain in the affected area (face)"), lip pain ("along with much pain in the affected area (lips)"), ear pain ("along with much pain in the affected area (ears)"), eye pain ("along with much pain in the affected area (eyes)"), pain in extremity ("along with much pain in the affected area (hands)"), swelling face ("swelling face"), ear swelling ("ear swelling"), lip swelling ("swelling lips"), eye swelling ("swollen eyes"), peripheral swelling ("swelling of hands"), allergy to metals ("the high toxicity of nickel is responsable for the damage caused by the device"), intermenstrual bleeding ("metrorrhagia"), dysmenorrhoea ("dysmenorrhoea"), dyspareunia ("dyspareunia") and blood loss anaemia ("anemia") and was found to have weight decreased ("lose a lot of weig"). The patient was hospitalised from on (B)(6) 2019. The patient was treated with nsaids, amchafibrin (tranexamic acid), prednisone and morphine as well as surgery (laparoscopic subtotal hysterectomy with bilateral salpingectomy and subtotal hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, headache, abdominal pain, groin pain, inflammation, weight decreased, allergy to metals, intermenstrual bleeding, dysmenorrhoea and dyspareunia were unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, ear pain, ear swelling, eye pain, eye swelling, facial pain, groin pain, headache, heavy menstrual bleeding, inflammation, intermenstrual bleeding, lip pain, lip swelling, pain in extremity, pelvic pain, peripheral swelling, swelling face and weight decreased to be related to essure administration. The reporter commented: on (B)(6) 2013, essure device insertion. On (B)(6) 2013, device placement review. Successful placement of essure. The pain started immediately after insertion and lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Medical records: on (B)(6) 2018, request withdrawal of essure. Referred to hysteroscopy. On (B)(6) 2018: patient has generalized polyarthralgia of a persistent nature, sometimes in crisis she reports more pain, unclear episodes of arthritis, myalgia, neck pain, asthenia, headaches, she feels somewhat anxious. Take nsaids without improvement. Cutaneous psoriasis for more than 20 years. None of the pain improved. They put her on prednisone and she did not improve, not even with morphine. On (B)(6) 2018, hypertrophic uterus with both essure visible from cornual areas, normal adnexa. Clinical judgment: withdrawal of essure due to intolerance. She was informed of the high possibility of hysterectomy plus double adnexectomy to be able to remove the essure in its entirety. On (B)(6) 2019, consultation for pelvic pain, metrorrhagia, headaches since the insertion of the essure. On (B)(6) 2019, subtotal hysterectomy with bilateral salpingectomy by laparoscopy, preserving ovaries. Uterus increased in size due to a 4-5 cm intramural myoma on the anterior surface. Satisfactory postoperative development at discharge, the patient is asymptomatic, the abdomen is soft and tender, without signs of peritonism. Laparoscopic sutures good. On (B)(6) 2019, right renal lithiasis of 5.8 mm non-obstructive. Diagnostic results (normal ranges are provided in parenthesis if available): [hysteroscopy] on (B)(6) 2013: essure insertion [neurological examination] on (B)(6) 2018: neurophysiological study of the of the right median nerve was performed in its motor and sensory components and a comparative study of sensory conduction between the median and ulnar to the fourth finger: changes compatible with a demyelinating and segmental mononeuropathy of the right median nerve with mild sensory involvement [ultrasound scan vagina] on (B)(6) 2015: uterus with 18 mm intramural myoma on the anterior surface, trilaminar endometrium, normal ovaries; on (B)(6) 2015: uterine fibroid, 19 mm fibroid anterior face im. Naboh cyst; on (B)(6) 2018: fibromatous uterus; on (B)(6) 2018: hypertrophic uterus with both essure visible from cornual areas, normal adnexa [x-ray] on (B)(6) 2013: essure devices in good position. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-nov-2023: upon receipt of follow up this report was detected to be a duplicate to record#: (B)(4) (medwatch 3500a MFR number: 2951250-2023-02895) which will be deleted in bayer safety database - all information was transferred to this duplicate record#: (B)(4) which will be retained. New: reporters added (including physician), medical records provided via lawyer, medical history, tests, concomitant and remedial drugs, reporter comment added. Essure insertion date specified. Events added: blood loss anemia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), groin pain ("severe groin pain "), inflammation ("feeling of inflammation appeared in her face, ears, lips, eyes, hands") with facial pain, lip pain, ear pain, eye pain and pain in extremity and menorrhagia ("very heavy bleeding / continuously lasting for periods of one month "). The patient was treated with surgery (subtotal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, groin pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, groin pain, inflammation and menorrhagia to be related to essure. The reporter commented: the pain started immediately after insertion. This situation lasted for several years in which the patient could not live a normal life, making sexual relations with her partner almost non-existent. Years in which the patient had to abstain from living a normal social life, or from everyday situations like going to the beach, due to the abundance of bleeding and the intensity of pain. All this, in addition to the pain and limitations indicated, has meant significant moral and psychological damage to the patient. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.